Event description:
Caller alleged discrepant results compared with the lab. Results as follows: (B)(6)2009 inratio inr = 4.9 (no repeat) vs lab = 3.5. Patient's tr is 2.5-3.5.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer reviewed testing technique with caller and recommended performing a repeat test on the meter whenever an unexpected result is obtained and comparing 2 more pt lab correlation studies. Caller reported on (B)(6)2009, one pt correlation done was 3.9 inratio inr vs lab = 3.9. Manufacturer review of the discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio: 4.9, lab: 3.5, mean: 4.2, confidence limits: 2.4-6.1. Date: (B)(6)2009, inratio: 3.9, lab: 3.9, mean: 3.9, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Device was not returned for eval. Investigation is closed. No corrective action is required as no product deficiency was established.